Manufacturer narrative:
Two lot numbers were provided for the reported incidents. The information for these lot numbers is as follows: medical device lot #: 5162602, medical device expiration date: n/a, device manufacture date: 6/11/2015. Medical device lot #: 5273604, medical device expiration date: n/a, device manufacture date: 9/30/2015. Results: one sample of lot # 5273604 in an open blister pack was returned for evaluation. A sample of lot # 5162602 was not returned. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A visual inspection revealed no damage to the barrel. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers 5162602 and 5273604. Conclusion: the returned sample showed a hub and needle separation but no evidence of damage to the safety barrel. An absolute root cause for this incident cannot be determined. However, (B)(4) has been opened to address the customer's indicated failure mode. (B)(4).

Event description:
It was reported that there were three incidents on (B)(6) 2016 in which a 1 ml bd safety-lok¿ u-100 insulin syringe with 29 g x 1/2 in. Bd ultra-fine¿ permanently attached needle's safety mechanism broke off while trying to activate it after use. There was no report of injuries or medical interventions.